Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain'), vaginal haemorrhage ('abnormal bleeding (vaginal)'), menorrhagia ('abnormal bleeding (menorrhagia) / heavy periods, clotting'), genital haemorrhage ('abnormal bleeding (general)') and uterine haemorrhage ('abnormal uterine bleeding') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, idiopathic urticaria, alopecia, folliculitis, constipation, acute bronchitis, acute pharyngitis, postpartum varicose veins of legs, hip bursitis, mixed anxiety & depressive, costochondritis, ligament sprain, irritable bowel syndrome, asthma, hypertension, acquired acanthosis nigricans, gerd, asymptomatic haemorrhagic transformation of infarction, acute maxillary sinusitis, angioedema, lumbar radiculitis, pain in hip, uti, nabothian cyst, multiple cesarean sections, cholecystectomy and adhesion. Concurrent conditions included obesity. Concomitant products included azelastine, docusate, ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, linaclotide and linaclotide (linzess). In (B)(6)2007, the patient had essure inserted. In 2010, the patient experienced weight fluctuation ("weight has fluctuated"). In 2013, the patient experienced fatigue ("fatigue"), nausea ("nausea") and rash ("rashes or skin conditions type: facial"). On (B)(6)2017, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In 2017, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6)2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6)2018, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient was found to have weight increased ("weight gain") and experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (ablation, hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy and lysis of adhesions and endometrial ablation). Essure was removed on (B)(6)2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, genital haemorrhage, uterine haemorrhage, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, nausea, rash, weight increased, weight fluctuation and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, uterine haemorrhage, vaginal haemorrhage, weight fluctuation and weight increased to be related to essure. The reporter commented: current weight 290 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6)2007: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: plaintiff fact sheet received. Events added from pfs- weight has fluctuated, abnormal uterine bleeding, abdominal pain. Event menorrhagia, vaginal haemorrhage make serious incident. Onset date of event fatigue, genital haemorrhage, menorrhagia, rash, nausea were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/severe pelvic pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cyst, idiopathic urticaria, alopecia, folliculitis, constipation, acute bronchitis, acute pharyngitis, postpartum varicose veins of legs, hip bursitis, mixed anxiety & depressive, costochondritis, ligament sprain, irritable bowel syndrome, asthma, hypertension, acquired acanthosis nigricans, gerd, asymptomatic haemorrhagic transformation of infarction, acute maxillary sinusitis, angioedema, lumbar radiculitis, pain in hip, uti, nabothian cyst, cesarean section, cholecystectomy and adhesion. Concurrent conditions included obesity. Concomitant products included azelastine, docusate, ferrous sulfate, fluticasone, hydrocodone bitartrate;paracetamol (norco), ibuprofen, linaclotide and linaclotide (linzess). In (B)(6) 2007, the patient had essure inserted. On (B)(6) 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdominal pain"). On (B)(6) 2018, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea(cramping)") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), nausea ("nausea") and rash ("rashes or skin conditions type: facial") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full),oophorectomy (bilateral removal of ovaries),salpingectomy and lysis of adhesions and endometrial ablation). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, vaginal haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, fatigue, nausea, rash and weight increased outcome was unknown. The reporter considered abdominal pain lower, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, nausea, pelvic pain, rash, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 42.1 kg/sqm. Hysterosalpingogram - in (B)(6) 2007: total bilateral occlusion. Concerning the injuries reported in this case, the following event was confirmed in patient's medical record- pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs and mr received. Previously reported events injury nos was replaced with new events-abnormal bleeding (general), pelvic pain, lower abdominal pain, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), dysmenorrhea(cramping), dyspareunia (painful sexual intercourse), fatigue, nausea, facial and weight gain were added. New reporter were added. Product information and indication were added. Patient's demographic details were updated. Medical history, lab data and concomitant were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.